Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.7mm, vticm5_13.7, -1.50/6.0/97 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) in (B)(6) 2021. The lens tore during injection. Lens remains implanted. No patient injury was reported. Cause is unknown. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5: the reporter indicated tha a 13.7mm, vticm5_13.7, -1.50/6.0/97(sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on 18 feb 2021. The lens tore during injection. On (B)(6) 2021 the lens was exchanged for a same model and length lens and the problem resolved. It was reported that there was no patient injury. Cause of event was unknown. Claim # (B)(4).